Manufacturer narrative:
The imdrf code b11 has been updated to b12.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that approximately 20 minutes after the patient received two boluses of insulin not programmed by the device user, a third correction dose of insulin with 1.1 grams of carbohydrate entered was administered without user interaction with the device. No impact to the patient's blood glucose level was reported. No medical assistance was required. This is the third of three reported uncommanded bolus events (insulet reference numbers (B)(4)).